Manufacturer narrative:
"Reported event: an event regarding periprosthetic fracture involving an insignia stem was reported. The event was confirmed via medica review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: ""I can confirm that the patient underwent the primary hip arthroplasty and that the patient sustained a periprosthetic fracture since I was able to review an x-ray which showed the clinical situation. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of periprosthetic fracture within a few weeks after surgery are multifactorial including surgical technique. It is possible that the broach and implant was too large for the bone envelope and that a fissure occurred that perhaps was unrecognized and it progressed to a periprosthetic fracture. Trauma can also play a role but none was reported. Patient activity level and bmi could also play a role. With the information provided I would not assign any causality to the implant itself. N.b. Any and all explanted parts or prostheses should be submitted to stryker engineers for complete metallurgical and/or microscopic evaluation and analysis."" -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to periprosthetic fracture. ""I can confirm that the patient underwent the primary hip arthroplasty and that the patient sustained a periprosthetic fracture since I was able to review an x-ray which showed the clinical situation. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of periprosthetic fracture within a few weeks after surgery are multifactorial including surgical technique. It is possible that the broach and implant was too large for the bone envelope and that a fissure occurred that perhaps was unrecognized and it progressed to a periprosthetic fracture. Trauma can also play a role but none was reported. Patient activity level and bmi could also play a role. With the information provided I would not assign any causality to the implant itself. N.b. Any and all explanted parts or prostheses should be submitted to stryker engineers for complete metallurgical and/or microscopic evaluation and analysis." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened."

Event description:
The following information was provided: patient's hip revised due to periprosthetic femoral fracture. No other information available due to hospital policy.